Manufacturer narrative:
Several x-rays and magnified photographs of the interior of the implant and of the abutment as well as an impression of the inner lumen of the implant were sent to the manufacturer for investigation. The explanted implant and the abutment were also available for investigation. The investigation of the devices and documents showed that the tidesign ev abutment was placed in a wrong position and has made shallow but visible new dimples between the original grooves. This has probably not happened during installation but during chewing. The installation torque cannot deliver the force needed to create the dimples. Corresponding wear can be seen on the splines on the abutment. Unfortunately the implant was no longer loadable and had to be removed. Therefore this event is reportable per 21 cfr part 803.

Event description:
According to the available information an astratech osseospeed ev implant was inserted into the maxilla ((B)(4)) of a patient. The doctor claimed that the implant was manufactured with (B)(4) internal slots instead of (B)(4).